Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the pc board was not triggering the unit to alarm. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the audible alarm is not working on the unit straight out of the box. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the pc board was not triggering the unit to alarm.